Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the cable for the radio frequency programmer head was sliced open, exposing the wiring and therefore the cable was replaced. The programmer head then passed all final functional and systems tests, no other anomalies were found. (B)(4).

Event description:
The radio frequency programmer head was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.